Event description:
It was reported that the implant broke during a procedure. Part of the implant remains implanted in the patient. There was less than 20 minutes surgical delay and no adverse consequences to the patient.

Event description:
It was reported that the implant broke during a procedure. Part of the implant remains implanted in the patient. There was less than 20 minutes surgical delay and no adverse consequences to the patient.

Manufacturer narrative:
The reported event was confirmed via correspondence and received x-ray image. The cage fractured at l5/s1 during insertion, while being malleted into the disc space. Rotational force of about 5 degrees was applied. The reported cage was broken into 6 pieces and 5 were removed. One big nose (10mm) was still implanted. The five removed pieces were not returned due to hospital policy. Manufacturing history review was performed on the reported lot# and no manufacturing related issue was found. The root causes of the reported cage fracture are applied rotational overload which is deviated from the surgical technique and potential off-axial overload.